Event description:
Patient reported right side "rupture" of a saline device. Patient also reported "dizziness", "shortness of breath", "feeling bad for 4 - 6 weeks", "nausea", "sore lymph nodes under both ears", "for the last several weeks, the previously intermittent symptoms are now experienced all day, everyday, and are so bad that they cannot work", 'burn-like welts on their face, neck and chest with likened the symptoms to the burning sensation of an MRI with contrast," "delayed healing from dental cleaning and now has an abscess in their mouth", "facial numbness and tingling along 7th facial nerve", "rash on face, neck, and chest was worse like skin melting off", "bleeding from her mouth was so bad", and "insomnia," "being sick, skin rash, loss of feeling in face, and rare blood disorder" ; these events are not device related. Device has been explanted.

Event description:
Patient reported right side "rupture" of a saline device. Patient also reported "dizziness", "shortness of breath", "feeling bad for 4 - 6 weeks", "nausea", "sore lymph nodes under both ears", "for the last several weeks, the previously intermittent symptoms are now experienced all day, everyday, and are so bad that they cannot work", 'burn-like welts on their face, neck and chest with likened the symptoms to the burning sensation of an MRI with contrast," "delayed healing from dental cleaning and now has an abscess in their mouth", "facial numbness and tingling along 7th facial nerve", "rash on face, neck, and chest was worse like skin melting off", "bleeding from her mouth was so bad", and "insomnia," "being sick, skin rash, loss of feeling in face, and rare blood disorder" ; these events are not device related. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "rupture" of a saline device. Patient also reported "dizziness", "shortness of breath", "feeling bad for 4 - 6 weeks", "nausea", "sore lymph nodes under both ears", "for the last several weeks, the previously intermittent symptoms are now experienced all day, everyday, and are so bad that they cannot work", 'burn-like welts on their face, neck and chest with likened the symptoms to the burning sensation of an MRI with contrast," "delayed healing from dental cleaning and now has an abscess in their mouth", "facial numbness and tingling along 7th facial nerve", "rash on face, neck, and chest was worse like skin melting off", "bleeding from her mouth was so bad", and "insomnia"; these events are not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease flat, delamination of valve, opening on posterior. Leak test and microscopic analysis was performed which identified: striated opening and delamination (<75% partial separation). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Patient additionally reported "being sick, skin rash, loss of feeling in face, and rare blood disorder." These events are not device related. Device was explanted.